Manufacturer narrative:
Findings: pump was received with escape, act and up arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. Moisture damage found on the lcd board. Unable to verify motor error alarm, motor position encoder error alarm or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Motor passed motor test. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, alarmed motor error and also had a keypad anomaly. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 196 mg/dl at the time of the incident. The customer stated that they took a shower without the insulin pump but stated that there was condensation under the screen leading to the keypad issues. The clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for motor error was performed. The customer stated that they were unable to describe the possible damage to the drive support cap. The customer stated no knowledge of the insulin pump being exposed to high magnetic field but reported a motor position encoder error. The customer stated that the alarm was cleared without the insulin pump asking to rewind. The insulin pump needed to be replace per the troubleshooting. The insulin pump will be returned for analysis.